Manufacturer narrative:
The pump was received with a detached end cap noted. Unable to perform the displacement test due to a detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported the pump was cracked in the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.